Manufacturer narrative:
The reported event of insulation abrasion was confirmed, but the reported event of oversensing noise was not confirmed. A distal portion of the lead was returned in one piece for analysis. Visual examination of the lead found multiple internal insulation abrasions at 7.6 cm to 8.4 cm, 8.6 cm to 10.2 cm and 10.7 cm to 11.5 cm from the distal tip, breaching the ring electrode conductor cables lumen with no damage noted to the cables coating and an external insulation abrasion at 43.2 cm to 44.4 cm from the distal tip, caused by friction to the device can breaching the superior vena cava conductor cables lumen with procedural damage noted to the cables coating. X-ray examination and electrical testing were normal with no anomalies found.

Event description:
New information received notes that externalized conductor was noted on the right ventricular (rv) lead via fluoroscopy during lead revision procedure. Both the rv lead and right atrial leads were explanted and replaced. There were no patient consequences.

Event description:
Related manufacturer reference numbers: 2017865-2023-50528. It was reported that the patient presented with noise reversion exhibited on the right ventricular lead. It was also noted that the right atrial (ra) lead exhibited noise before and it was resolved by making programming changes at that time. No further intervention was performed. There were no patient consequences.